Event description:
The autopulse nxt platform (sn (B)(6)) and fully charged autopulse nxt lithium-ion battery (sn (B)(6)) were used to resuscitate a 135 lbs. Female patient in cardiac arrest. The customer reported that the autopulse nxt platform provided less than 30 minutes of compressions before it displayed a flashing battery low indication (triangle caution) and one light on the battery. The patient event occurred indoors, and the approximate ambient temperature was 70 °f. No consequences or impacts on the patient.

Manufacturer narrative:
Zoll has not received the autopulse nxt lithium-ion battery in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
The reported complaint was not confirmed during functional testing. The autopulse nxt lithium battery functioned as intended. Upon visual inspection, no physical damage was observed. The status leds on the nxt battery showed three steady green lights upon receipt, indicating the battery was 75% charged. The nxt battery's archive data did not show any significant anomalies or errors. The nxt battery successfully charged in a known-good nxt battery charger, with four steady green lights lit after charging. The nxt battery was tested in a known-good autopulse nxt platform and successfully powered the platform for 35 minutes total. The customer's reported complaint was not replicated.